Event description:
Customer reported that he had high blood glucose of 426 mg/dl and that his insulin pump is alarming motor error and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Motor was tested outside of the device and it passed.